Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacturing date: monitor: 11/16/2017, belt: 12/24/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital. No details surrounding the event are available. Review of the download data indicates that the patient entered vt at 150bpm at 06:25:33am on (B)(6) 2018. The patient's heart rate was fluctuating at and below the treatment threshold. The response buttons were pressed at 06:25:47am. It is unknown who pressed the response buttons. The electrode belt was disconnected at 06:26:20am. No treatment was delivered due to the fluctuating heart rate, the response buttons being pressed, and the electrode belt being disconnected after only 47 seconds of detection.